Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
It was reported that during the rectosigmoidectomy procedure, the prograsp forceps worked correctly, without showing loss of control or damage to the visible steel cable. They were sent to cme. When delivered after the pre-cleaning and cleaning process, it showed a broken steel cable. There was no report of patient involvement.